Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. Additional information received: in august surgeon had patients with diverticulitis. One bled and eventually had a leak. Was able to get to endo-vac and converted the colostomy 3 months ago. The other bled in pacu and it was addressed by placing a clip on it. Surgeon is pleased with the thickness of the donuts produced by the powered device. He is seeking insight on the leak issues experienced. He had been noticing a little more oozing with the powered stapler. Started examining his technique to determine if that was the issue. Did not identify anything. Their practice is to always look at anastomosis with flexible sigmoidoscope intraoperatively and add additional stapling if needed. He was still experiencing the leak after performing these tasks. In effort to address, they switched to the black stapler and have not had the issue experienced previously. They switched to the manual stapler (black), waited the 30 seconds and have not been experiencing the oozing. Since using different stapling system with the minor adjustments, they haven¿t had issues with leak/bleeding where they have had to add clips. Was there a possibility of crossing staple lines? Per the surgeon, since these are mostly diverticulitis patients, they ensure they are in good tissue range prior to firing. He takes care in mobilizing and placement of the tissue. Was there more oozing with power vs. Manual stapler? Yes, had more significant bleeding with powered vs. Manual. Was anything done different? No, try not to over tighten. No noted issue with tightening the tissue. Moved to manual and waited the 30 seconds. Not sure if they had practice that with the powered. Are procedures lap, robotic or open? One more than the other? 70% robotic, 30% open. No lap.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2024. Additional information received: do not know the timeline but they did have to go back into surgery and clip the bleeding. Typically uses robotic stapler. Typically 2 firing distally. Purse string technique whip stitch trans abdominally extracorporeal. No staple formation issue in any procedure. For closure he is not using the staple technique of closing, waiting 15 seconds and then tighten down more. The surgeon does hold for over 15 seconds before firing but does not retighten after the 15 seconds. Surgeon did not indicate that he was allowing residents to fire the device. Surgeon states that interoperative bleeding at the staple line is not an issue, there is no mechanical failure with the stapler. Leak test are performed and no leaks found. Surgeon has continued to use the stapler and has expressed that he still believes in the device, but that he wants to understand why this is happening and how to avoid.

Manufacturer narrative:
(B)(4). Date sent: 10/19/2023. Additional information was requested, and the following was obtained: what were the indications for surgery? Surgery was a low anterior resection. What surgical procedure was performed? Lar. Did the patient receive any preoperative chemotherapy or radiation? No new information available. What is the product code of the device that was utilized in the surgery? Cdh29p. What is the lot/batch number? No new information available. Were there any issues experienced with the device in the initial surgical procedure? No issue during surgery. What healthcare professional fired the device and what is his/her experience with the device? Surgeon. Very experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low/middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No issue firing. What confirmation was received that the device completed the firing sequence? Yes, confirmation was received. Was the green checkmark visible at the end of the firing? Yes green checkmark was visible. How many counter-clockwise revolutions of the adjusting knob were used to open the device? No new information. Was there any difficulty removing the device? No difficulty removing. Was a complete transection of the white breakaway washer visually confirmed? Yes. This was completed. Were the donuts inspected? If so, please describe. Both donuts were visible. Were there any issues noted with staple formation? If so, please describe the shape and location. No issue noted. How many days postoperative did the leak occur? A day or two post opp. How was the leak identified? No new information. What was observed at the site of the leak upon reoperation? No new information. How was the leak addressed? No new information. What is the current status of the patient? Good health.

Manufacturer narrative:
(B)(4). Date sent; 4/11/2024. Additional information received; the surgeon does tighten according to the idp.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. D4 batch # unk. B3: exact date is unk. Assume 1st day of the month. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is the product code of the device that was utilized in the surgery? What is the lot/batch number? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure there was a leak. No other information is available at this time.